Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) exhibited low out of range pace impedance measurement in the right atrial (ra) lead. It was also noted that this crtd was recently implanted, and the daily measurements were not available. Technical services (ts) discussed there is a timing delay for the daily measurements to be available. The ra lead is a non boston scientific lead. This crtd remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) exhibited low out of range pace impedance measurement in the right atrial (ra) lead. It was also noted that this crtd was recently implanted, and the daily measurements were not available. Technical services (ts) discussed there is a timing delay for the daily measurements to be available. The ra lead is a non boston scientific lead. This crtd remains in service. No adverse patient effects were reported. Additional information was received, the physician decided not to explant the lead, it showed a long term trend of impedance less than 200 ohms. The lead sensing and capture were appropriate. There were clear signs a lead anomaly however due to patients age the physician decided did not want risk of adding another lead. Ra lead function and patient doing fine. This lead remains in service. No adverse patient effects were reported.